Manufacturer narrative:
Results of investigation: vyaire's field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and determined the most likely cause of the reported event is a broken exhaled flow sensor assembly causing stacked breaths. After replacing the flow sensor assembly, the issue was resolved. The fsr performed preventative maintenance and returned the device to service specifications.

Event description:
The customer reported that their vela ventilator made a clicking noise while being used on a patient, but the unit was still functional. The customer reported that patient was involved, but no patient harm.